Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed pressure transducer. The arctic sun stat was evaluated upon receipt. When filling unit will not take in water ip was -12 replaced transducer to complete filling. (Arctic sun stat) no error code observed. Pressure transducer was replaced. Arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the evaluation of the arctic sun device showed the inlet pressure (ip) remained at -12 psi. Biomed said this device was sent down for the pump not working but doesn't have any other information. Per additional information updated from ttm on 16dec2025, biomed needs to repair a device with a "pump issue." They had no further details. Biomed stated sn dykual045 will not fill. Confirmed there were no pads or shunt tubes connected to fluid delivery line (fdl). Confirmed fill tube was in the correct fill port. Per review of wo notes, asked biomed if they had run any test they said no because it was under warranty, asked them to turn it on and it alerted water level was low. Asked them to fill it and follow the steps in the manual to run the functional check, they will call back after the test. Discussed this was indicative of a failed pressure transducer. Stated this device would come back to depot for warranty repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the evaluation of the arctic sun device showed the inlet pressure (ip) remained at -12 psi. Biomed said this device was sent down for the pump not working but doesn't have any other information. Per additional information updated from ttm on 16dec2025, biomed needs to repair a device with a "pump issue." They had no further details. Biomed stated s/n (B)(6) will not fill. Confirmed there were no pads or shunt tubes connected to fluid delivery line (fdl). Confirmed fill tube was in the correct fill port. Per review of wo notes, asked biomed if they had run any test, they said no because it was under warranty, asked them to turn it on and it alerted water level was low. Asked them to fill it and follow the steps in the manual to run the functional check, they will call back after the test. Discussed this was indicative of a failed pressure transducer. Stated this device would come back to depot for warranty repair.